Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - e2304 chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient had a low cgm reading, and self-treated based on this, even though no treatment was reported. There was no fingerstick done at this moment. An unknown time after this the patient started to have symptoms of vomiting and feeling cold and the day after the low cgm reading was reported to have occurred, an ambulance was called by the mother. The patient was brought to the hospital and when the patient arrived here, the cgm was reading 9.7 mmol/l and the blood glucose reading was 27.8 mmol/l. The patient was treated with intravenous fluids, saline, and also glucose was reported to have been given. The patient was admitted for a total of 2 days, and at the time of the report, the patient was stable and feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.